Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred a week ago at 1:00 pm (specific date not provided). He also reported obtaining a result of 196 mg/dl on the subject meter and compared it to a result of 176 mg/dl on another meter, performed within 10 minutes of each other. Based on this comparison, the subject meter/strips are within specification. As a result of the reported issue, the pt took his usual dose of diabetes medication (oral medication and insulin - dosage/type not provided). The pt also reported feeling shaky after the reported issue began. However, he did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and that he was also cleaning the puncture area correctly. The complaint is being reported because the pt alleged that after the issue began he experienced shakiness which can be suggestive of hypoglycemia. The pt did not receive medical attention. Replacement products were sent to the lay user/tp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.